Manufacturer narrative:
Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: missing records: records for previous incisional hernia repair in 2005 and procedure for a seroma were not provided. On (B)(6) 2005: (B)(6). Operative report. Assistant: (B)(6). Preoperative diagnosis: undesired colostomy. Postoperative diagnosis: undesired colostomy and retrocecal appendix. Operation: colostomy takedown. Lysis of adhesions. Appendectomy. History: ¿mr. Horton is a 41-year-old gentleman who 3-4 months ago underwent diverting colostomy with hartmann¿s pouch secondary to ruptured sigmoid diverticulum. Unfortunately, his surgeon left the practice and was unable to do the surgery. He presented, requesting colostomy closure. Contrast studies revealed no further diverticula and normal anatomy. I did do a sigmoidoscopy. There were some inflammatory changes in the rectum. Biopsies of this were benign. He comes in at this time for colostomy closure.¿ procedure: ¿the patient was given intravenous antibiotics. Sequentials were placed. He underwent general endotracheal anesthesia. Ng [nasogastric] tube was placed. Suture was used to close the colostomy. He was then entered through a midline, excising a portion of the scar which was somewhat keloid, taken down to the fascia which was opened along the midline. This dissection was somewhat tedious. Once I was able to get into the abdominal cavity, there were a large amount of filmy adhesions, but these came down with sharp dissection relatively easily. I initially identified the cecum. The appendix was quite long and retrocecal. I elevated this into the air and took down the mesentery with heiss clamps and ties and transected the appendix after it was tied with vicryl suture. I transected this and inverted with z-stitch. The small bowel was then run from the terminal ileum to the ligament of treitz, lysing all adhesions. Once this was done, the bowel was packed out of the way. I attempted to fill the ng tube, but there were adhesions of this area that I did not take down at this time. What I could feel of the liver was normal. A ta stapler was used to transect the colon just inside the fascia of the colostomy. A large tie was placed on the distal end. It was then transected. Later, the colostomy site would be removed with electrocautery, irrigated, and the defect closed in the abdominal cavity and anteriorly with interrupted vicryl suture. The distal colon was clean, as was the hartmann¿s pouch which was identified. There was plenty of colon to do an end-to-end anastomosis, side-to-side anastomosis, quite a bit of dissection. I therefore performed a two-layer anastomosis with an outer layer of silk and inner layer of running # 3 vicryl sutures. On completion, 35-35 was placed proximally on the distal area, was inserted through the rectum. The proximal colon was noted to distend. There was no air leak or no air bubbles seen with irrigation in the pelvis. The abdomen was then irrigated. The fascia was closed with a running pds. The colostomy site was packed open. The skin of the abdomen was irrigated and loosely closed with staples. He tolerated the procedure well. Needle and sponge count were correct.¿ on (B)(6) 2005: (B)(6). Discharge summary. Had colostomy placed for perforated diverticulum. Comes at this time for colostomy closure. Hospital course: unremarkable postoperative course. Discharged on vicodin, tolerating a regular diet. Follow up in office 1 week. On (B)(6) 2006: (B)(6). Office visit. Presents with epigastric bulge. Recently underwent colostomy takedown; had appendectomy at that time. Had unremarkable postoperative course; returns now with hard place in epigastric area. No history of tobacco use, does use chewing tobacco, occasional alcohol. Abdomen: soft, nontender, hard area in epigastrium which appears to be a fascial defect and it is reducible. Impression: incisional hernia. Recommendation: laparoscopic assisted ventral hernia repair. On (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: same with adhesions. Operation: laparoscopic lysis of adhesions, laparoscopic ventral hernia. History: ¿mr. Horton is a 41-year-old gentleman who has previously undergone a sigmoid resection with end colostomy and hartmann¿s pouch for perforated diverticulum. He subsequently had this closed. He has developed an area in this incision. With a good history of a hernia, I did not necessarily feel a fascial defect. Another doctor did feel the fascial defect. I discussed this with mr. Horton, and he wants to go ahead and have this repaired at this time.¿ procedure: ¿after proper consent, the patient was taken to the operating room. Sequentials were then placed. Intravenous antibiotics were given. He underwent general endotracheal anesthesia. He was prepped and draped in a sterile fashion. An ioban dressing was placed. Hasson catheter was placed in the left upper quadrant. It was seen to enter the abdomen by direct visualization. Through this, the abdomen was insufflated to 15 mmhg pressure. ¿there were a large amount of adhesions¿. I could see an area in the left upper quadrant where a 5 mm trocar was placed, and through this, a grasper was used to take down the adhesions which came down relatively easy. This freed up a portion in the right upper quadrant where a third trocar was placed, this to a 5 mm port. Through this, I was able to take down with sharp dissection using no cautery, the adhesions, with care being taken to avoid bowel injury. As the adhesions were taken down from the midline, there was found to be a hernia defect. Once the margins of the adhesions were taken down where the margins were well demarcated, a piece of gore dualmesh was placed into the abdomen after it was marked and cut to the appropriate size. Transfacial [sic] sutures were placed in this prior to placing in the abdominal cavity. Once this was done, it was straightened. An 11 blade was used to make incisions at the corners where the transfacial [sic] stitches were pulled into position, pulling the dualmesh up to the anterior abdominal wall covering the hernia. He had an approximately 2 cm lesion overlap, greater in some areas coverage. Once the transfacial [sic] sutures were loosely tied, the endotak was used to tack circumferentially around the mesh. On completion, the hernia was fully covered.¿ the mesh was tacked circumferentially. The c02 was removed after the abdominal cavity was looked at. There was no evidence of bleeding and no evidence of visceral injury. Each of the trocar sites were removed. There was no bleeding from the trocar sites as well. The fascia of the large incision was closed with vicryl. 4-0 monocryl and steri-strips were used. He tolerated the procedure well.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc03/04127288) was used during the procedure. (B)(6) 2006: (B)(6). Postoperative note. Procedure: laparoscopic ventral hernia. Surgeon: gill. Assistant: none. Specimens removed: none. Postoperative diagnosis: ventral herniorrhaphy. Implant label. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04127288. W. L. Gore & associates. On (B)(6) 2006: (B)(6). Operative record. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Procedure: ventral hernia repair laparoscopic. Wound classification: clean. Surgical site: abdomen. Implant label: gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04127288. W.l. Gore & associates. On (B)(6) 2006: (B)(6). Consultation. Chief complaint: electrocardiogram changes. History of hypertension. Presented with new onset ventral hernia, underwent repair. Repair surgery was unremarkable. Postoperatively having trouble with hypotension [low blood pressure] and electrocardiogram changes. Overweight. Blood pressure 82/70 [low]. Impression: wolff-parkinson-white syndrome [problem with electrical system of heart], no active arrhythmia at this point. Monitor closely. 03/21/06: [facility ni]. [Signature ni]. Notes. On discharge no driving for 72 hours, may shower in 48 hours, ice pack, scrotal support, office 1 week. 03/22/06: (B)(6) . Discharge instructions. Diagnosis: hernia repair. Activity: rest at home. Appointment with dr. Gill 03/29/06. 09/11/06: (B)(6) . (B)(6) . Office visit. Comes for hernia consult. Does indeed have a hernia that I can feel. Going to plan for herniorrhaphy. Previous ruptured diverticulum requiring colon resection and colostomy and ultimately a colostomy closure. Slightly overweight. Abdomen: soft. Reducible hernia left to the midline at upper aspect. I have explained that there is a possibility that this will require a large incision. Agreeable and wants to proceed. 09/11/06: (B)(6) . (B)(6) . Office visit. Due for second hernia operation; I see no contraindication. Impression: wolff-parkinson-white, status post successful ablation. Requires hernia operation in near future. 09/26/06: (B)(6) . Operative report. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: ventral hernias times three. Small bowel enterotomy. Adhesions. Operation: exploratory laparotomy with lysis of adhesions, repair of small bowel enterotomy, ventral hernias times three, and debridement of old mesh. History: ¿mr. Horton is a 41-year-old gentleman who has a history that includes a perforated diverticulum requiring a colostomy. This was subsequently closed, however, he developed a ventral hernia. This was repaired laparoscopically. . He did well, only to have recurrence lateral to the last repair. He comes in at this time for repair again. Risks, potential complications, and alternatives have been discussed.¿ procedure: ¿he was given intravenous antibiotics and underwent general endotracheal anesthesia. Ioban drape was placed. The old incision was incised in the midline. This was carried down through the very fibrous subcutaneous tissue. The fascia was identified. I opened through the fascia through the old mesh. This entered the abdominal cavity. There were dense adhesions to the mesh even though this was a gore-tex mesh. In one area, the mesh was growing into one of the endoclips.¿I tried to take this off. There was a small enterotomy made. There was minimal to no spillage. This was then closed with a double layer of vicryl. The wound was irrigated. I further debrided the mesh and lysed fairly extensive adhesions along the anterior abdominal wall. The hernia that had previously been repaired was actually repaired. There were three further hernias that were identified. One was at the old colostomy site and two on the lateral side somewhat lateral to the previous repair.¿ did not put mesh in with the small bowel enterotomy. After freeing these adhesions, I closed each of the hernia defects with interrupted surgilon suture. The fascia itself was then closed with interrupted surgilon. The subcutaneous tissue was closed with vicryl, and skin staples were used on the skin. This was irrigated with antibiotic irrigation prior to closure. He remained hemodynamically stable. Needle and sponge count were correct.¿ disposition: ¿I discussed with him further therapy. I feel very likely that he will have at least a 50 percent or greater chance that these hernias will recur. I did not want to put mesh at this timein addition, he had a hernia lateral at the ostomy site that would take quite a large piece of mesh to cover all three of the hernias that were identified. With the multiple hernias identified, I feel like he is a set-up for additional hernias even if these do not recur. Options would be to bring him back after several days of antibiotics and laparoscopically place mesh over this versus waiting to see clinically how he does and if they recur, repair at that time.¿ 09/26/06: (B)(6) . [Illegible signature]. Postoperative note. Procedure: lysis of adhesions, small bowel repair, herniorrhaphy times 3. Surgeon: gill. Assistant: none. Specimens removed: none. Estimated blood loss: minimal. Postoperative diagnosis: ventral hernia times 3. 09/27/06: (B)(6) . [Illegible signature]. Discharge orders. Discharge home. Office 1 week. [Illegible] vicodin. Abdominal binder. 09/27/06: (B)(6) . Discharge instructions. Activity: rest at home. Appointment with(B)(6) (B)(6) 2006. 08/08/09: (B)(6) . Radiology ¿ acute abdomen series. Indication: abdomen pain. Impression: three views reveal normal abdominal gas pattern with postoperative change in left lower quadrant. Nonspecific gas pattern. 08/11/09: [facility ni]. (B)(6) . History and physical. Abdominal pain. Recently seen with sever [sic] low abdominal pain in emergency room. He was constipated and after laxative had hematochezia [blood with stools]. History of complicated diverticulitis status post hartman¿s and colostomy takedown. History: hernia, 2. Exam: abdomen soft, nontender, positive ventral hernia. Impression: abdominal pain with constipation; concern for anastomotic stricture or recurrent diverticulitis. Plan: colonoscopy. 12/10/13: (B)(6) office visit. Referred by(B)(6) because of abdominal pain. Also has considerable postprandial diarrhea for about 6 months. Known to have gallstones and has postprandial right upper quadrant pain which radiates to right flank. He¿s lost some weight over the past year, about 35 pounds, that was desired but not particularly intentional. On exam, he¿s slightly tender in right upper quadrant. Fullness in right lower quadrant; he¿s had several abdominal wall hernia operations, last done in charlotte with extensive mesh implantation. Gallstones might be symptomatic. Also having considerable diarrhea; undergo colonoscopy to further evaluate that before being referred back to (B)(6) for consideration of cholecystectomy. 01/06/14: (B)(6) office visit. Has several issues; one is gallstones. Also having back pain; may be related to a renal cyst, and right lower quadrant pain that I think is related to his previous hernia and a large panniculus. Also having diarrhea; don¿t know how that fits in. Told him diarrhea may get worse and pain not resolve. May require an open procedure especially with his large ventral hernia and mesh placement. Wants to proceed. Medical history: recurrent incisional hernia. Surgeries: (B)(6) 2005 colon resection for diverticulitis with rupture, 2005 incisional hernia repair. Tobacco: smokeless tobacco user. Former smoker; quit 08/25/05. Alcohol: occasional beer. Exam: overweight. Abdomen: soft with well-healed midline; induration in the lower abdomen consistent with previous hernia repair. No recurrent hernia noted. Plan: cholecystectomy. 01/14/14: (B)(6) . Operative report. Preoperative diagnosis: gallstones. Postoperative diagnosis: gallstones, adhesions. Procedure performed: laparoscopic cholecystectomy. History: ¿mr. Horton is a 49-year-old who has previously had multiple surgeries. He has had a large ventral hernia repair with a large piece of mesh. Also developed symptomatic gallstones. He comes at this time for removal, aware of the risks, potential complications, and alternatives.¿ procedure: ¿after proper consent, under general endotracheal anesthesia. A time out was done. He was prepped and draped in a sterile fashion. Hasson catheter was placed above the scar in a soft area felt to be above the mesh. I actually did go through the mesh and was able to enter into a small area where the hasson cath [catheter] was placed. The scope was then used to break away adhesions until I could eventually get up to the right upper quadrant and able to place one 5 mm trocar. The adhesion was rather deep, dense, but somewhat thinly [sic]. With the other trocar I was able to clear off an area, again with blunt dissection using no cautery, so I could place a second 5 mm trocar. At that point I actually had gone through the falciform in order to place the scope, from the hasson catheter, to create a little window where I could see. The gallbladder was placed on tension and the cystic duct and cystic artery were both dissected out relatively easily. They were seen to run straight to the gallbladder. With the angle I was forced to use I could not get a cholangiogram, but his liver function tests were normal and anatomy was straightforward. Each of these were triply clipped, leaving at least three to four on the patient¿s side and each transected. The gallbladder was removed from the liver bed with small bleeders controlled with cautery. I then used an endobag to remove the gallbladder. The abdomen was then re-insufflated and irrigated. The irrigant was clear with no evidence of visceral injury, bile leak, or bleeding. The drain was placed through the lateral trocar incision in the subhepatic space, stitched with nylon. The c02 was dropped and no bleeding was seen. The fascia was closed with a permanent suture being nurolon as it went through the mesh. 4-0 monocryl and steri-strips were used on the skin. He remained hemodynamically stable. Because of the dense adhesions and the mesh previously used, this took twice a [sic] long as a normal cholecystectomy.¿ 03/26/18: (B)(6) . Office visit. (B)(6) . Social history: occasional alcohol, former smoker. Surgical history: colonoscopy, cholecystectomy, sigmoid resection for a perforated diverticulum. Past medical history: hernia: yes. Exam: obese, overweight. Abdomen; no tenderness, guarding, masses or rebound, soft, non-distended, multiple surgical scars, hiatal hernia. Impression/plan: barrett¿s esophagus with high grade dysplasia; make arrangement for surgical removal. 05/21/18: (B)(6) office visit. (B)(6) . History of present illness: return, unfortunately the lesion we found at his egd junction when he went to musc and had the esophageal ultrasound they upgraded to a stage ii esophageal cancer. They are going to treat him with chemo and radiation and want a port. Exam: obese, overweight. Abdomen; no tenderness, guarding, masses or rebound, soft, non-distended, multiple surgical scars, hiatal hernia. Impression/plan: malignant tumor of esophagus. 11/21/18: (B)(6) . Office visit. (B)(6) . Medication: prednisone. History of present illness: he says he has a seroma. He is fairly much a living miracle as he recently had his esophagectomy [surgical removal of all or part of the esophagus] and has been told he is cancer free at this time. He is working to lose weight. Had a previous ventral hernia repair which is recurrent. It recurred when I fixed and then had it repaired by (B)(6) . The hernia is gone and he did have to go back for a second procedure for a seroma. Still has a portion of seroma present. He says it is symptomatic. I don¿t necessarily feel the seroma, I do feel a large panniculus and I feel like this likely the source of discomfort. I feel like he would do best by having a panniculectomy as he has lost the weight and I think it is causing the discomfort. I think this would be best done with (B)(6) and his plastic surgeon as if there is something that needs to be done with the seroma (B)(6) could be available as well. Exam: obese, overweight. Abdomen; no tenderness, guarding, masses, rebound, soft and non-distended, multiple surgical scars, has a large panniculus, somewhat tender. Hiatal hernia. Impression/plan: postoperative seroma. Excess panniculus of abdomen; try to get appointment with (B)(6) . History of malignant neoplasm of esophagus. 07/15/19: (B)(6) . (B)(6) . Office visit. Treatment history: carboplatin and taxol with concurrent xrt [external radiation therapy] july 2018 to september 2018. Seen in follow up for esophageal cancer. Concurrent chemotherapy, xrt [external radiation therapy] followed by resection; doing well. Had sigmoid resection with ostomy removal, had gastroesophageal reflux. Will be due for repeat imaging of chest and abdomen, continue frequent esophagogastroduodenoscopies. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A4: added patient weight. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2006, including records for the sigmoid resection, were not provided. Operative records dated (B)(6) 2006 indicate the patient underwent ¿laparoscopic lysis of adhesions, laparoscopic ventral hernia.¿ preoperative diagnosis: ¿ventral hernia.¿ postoperative diagnosis: ¿same with adhesions.¿ the records state: ¿[patient] is a 41-year-old gentleman who has previously undergone a sigmoid resection with end colostomy and hartmann's pouch for perforated diverticulum. He subsequently had this closed. He has developed an area in this incision. With a good history of a hernia, I did not necessarily feel a fascial defect. Another doctor did feel the fascial defeat.¿ operative records dated (B)(6) 2006 state: ¿hasson catheter was placed in the left upper quadrant. It was seen to enter the abdomen by direct visualization. Through this, the abdomen was insufflated to 15 mmhg pressure. ¿there were a large amount of adhesions¿. I could see an area in the left upper quadrant where a 5 mm trocar was placed, and through this, a grasper was used to take down the adhesions which came down relatively easy. This freed up a portion in the right upper quadrant where a third trocar was placed, this to a 5 mm port.¿ operative records dated (B)(6) 2006 state: ¿through this, I was able to take down with sharp dissection using no cautery, the adhesions, with care being taken to avoid bowel injury. As the adhesions were taken down from the midline, there was found to be a hernia defect. Once the margins of the adhesions were taken down where the margins were well demarcated, a piece of gore dualmesh was placed into the abdomen after it was marked and cut to the appropriate size. Transfacial sutures were placed in this, prior to placing in the abdominal cavity. Once this was done, it was straightened.¿ operative records dated (B)(6) 2006 state: ¿an 11 blade was used to make incisions at the corners where the transfacial stitches were pulled into position, pulling the dualmesh up to the anterior abdominal wall covering the hernia. He had an approximately 2 cm lesion overlap, greater in some areas coverage. Once the transfacial sutures were loosely tied, the endotak was used to tack circumferentially around the mesh. On completion, the hernia was fully covered.¿ operative records dated (B)(6) 2006 state: ¿the mesh was tacked circumferentially. The co2 was removed after the abdominal cavity was looked at. There was no evidence of bleeding and no evidence of visceral injury. Each of the trocar sites were removed. There was no bleeding from the trocar sites as well. The fascia of the large incision was closed with vicryl 4-0 monocryl and steri-strips were used.¿ the records confirm a gore® dualmesh® biomaterial (1dlmc03/04127288) was used during the procedure. Operative records dated (B)(6) 2006 indicate the patient underwent ¿exploratory lap with lysis of adhesions, repair of small bowel enterotomy, ventral hernias· times three, and debridement of old mesh.¿ preoperative diagnosis ¿recurrent ventral hernia.¿ postoperative diagnosis ¿ventral hernia times three. Small bowel enterotomy. Adhesions.¿ operative records dated (B)(6) 2006 state: ¿[patient] is a 41-year-old gentleman who has a history that includes a perforated diverticulum requiring a colostomy. This was subsequently closed, however, he developed a ventral hernia. This was repaired laparoscopically. He did well, only to have recurrence lateral to the last repair. He comes in at this time for repair again.¿ operative records dated (B)(6) 2006 state: ¿the old incision was incised in the midline. This was carried down through the very fibrous subcutaneous tissue. The fascia was identified. I opened through the fascia through the old mesh. This entered the abdominal cavity. There were dense adhesions to the mesh even though this was a gore-tex mesh. In one area, the mesh was growing into one of the endoclips.¿ operative records dated (B)(6) 2006 state: ¿I tried to take this off. There was a small enterotomy made. There was minimal to no spillage. This was then closed with a double layer of vicryl. The wound was irrigated. I further debrided the mesh and lysed fairly extensive adhesions along the anterior abdominal wall. The hernia that had previously been repaired was actually repaired. There were three further hernias that were identified. One was at the old colostomy site and two on the lateral side somewhat lateral to the previous repair.¿ operative records dated (B)(6) 2006 state: ¿did not put mesh in with the small bowel enterotomy. After freeing these adhesions, I closed each of the hernia defects with interrupted surgilon suture. The fascia itself was then closed with interrupted surgilon. The subcutaneous tissue was closed with vicryl, and skin staples were used on the skin. This was irrigated with antibiotic irrigation prior to closure.¿ operative note dated (B)(6) 2006 continues: ¿I discussed with him further therapy. I feel very likely that he will have at least a 50% or greater chance that these hernias will recur. I did not want to put mesh at this time. In addition, he had a hernia lateral at the ostomy site that would take quite a large piece of mesh to cover all three of the hernias that were identified. With the multiple hernias identified, I feel like he is a set-up for additional hernias even if these do not recur. Options would be to bring him back after several days of antibiotics and laparoscopically place mesh over this versus waiting to see clinically how he does and if they recur, repair at that time.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2006 whereby an alleged gore® dualmesh® biomaterial was implanted. It was also reported to gore via a legal claim that on (B)(6) 2006, an additional procedure occurred whereby the gore device was allegedly explanted. It was reported the patient alleges the following injuries: mesh removal; adhesions; repair of small bowel enterotomy; recurrent ventral hernias x3. Additional event specific information was not provided.